Event description:
It was reported that a sensor failure after warm-up occurred. On 04/12/2024, the patient experienced nausea, dizziness, vomiting and muscle spasm. Her husband brought her to the emergency room. The husband was not able to check what the cgm was reading during this time but some time during the event, the sensor failed. He stated the patient was hypertensive and hyperglycemic (values not remembered) while at the emergency room. The patient was in the ER for three hours. The patient's husband could not remember what treatment was made in the ER but they ran laboratory tests. The doctor prescribed the patient meclizine 25mg for nausea, and ondansetron 4mg for dizziness. At the time of the report, the patient was feeling better. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.